Manufacturer narrative:
(B)(4). This report has been identified as b. Braun medical internal report # (B)(4). No samples sent for analytical investigation. No batch number available. The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The production quantities in 2015 for prontosan wound irrigation solution were over (B)(4) . No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
During literature reserach, the following publication was found: forth food allergy and anaphylaxis meeting (13-15. October 2016, rome, it) pp158. Anaphylactic shock after contact with a betaine-polyhexanide antiseptic solution background: prontosan® is an irrigation solution indicated for cleansing, moisturising and decontamination of acute and chronic wounds, (B)(4). Report: we report the case of a (B)(6) -year-old woman, non-atopic, that developed manifestations of an anaphylactic shock, with generalized urticaria, stridor, dyspnoea, nausea, abdominal pain and severe hypotension in about 20 minutes after nurse treatment of a chronic vascular ulcer with prontosan® and petrolatum, at primary care; she was immediately medicated with hydrocortisone but no adrenaline and was transferred to the hospital emergency. The ulcer has been treated with the same antiseptic compound twice weekly before the described severe reaction although in the two previous treatments she presented with generalized urticaria, stridor and dyspnoea in 30 minutes after the ulcer care. Following the episode of anaphylactic shock, treatment did no longer include prontosan®, and no more reactions occurred after that. The patient was referred to an allergist for evaluation. A skin prick test with the implicated antiseptic was performed inducing a 6x5 mm wheal at 15-minute reading (identical to histamine 10mg/ml); however, at 30 minutes a significant wheal increase was observed, to 14x10 mm. The patient's daughter offered to be a control with a negative skin test result. At this point it was not possible to test each antiseptic component separately, but this will be the next step, along with an in vitro assay. Clinical relevance of report: to the authors' best knowledge this would be the forth case of anaphylaxis to a polyhexanide irrigation solution. No reports of severe immediate hypersensitivity reactions to topical betaine formulations were found in the literature. Statement of consent for presentation and publication: the authors state they have obtained patient's informed oral consent for presentation and publication of the present clinical case. The publication described no catalog # for prontosan wound irrigation solution. However, we assume that this must have been catalog # 400403: prontosan wound irrigation solution "west" 350ml because this is by far most frequent sold container size in (B)(4).